Event description:
It was reported that the wire tip detachment occurred. The target lesion was located in the moderately calcified mid left anterior descending artery (lad). A 330cm rotawire guidewire was selected for use. During the procedure, the rotawire was unsuccessful after several minutes of torquing and a second rotawire was requested. After removing the first rotawire and inserting the second rotawire, it was noticed that the distal tip of the first rotawire had been severed and remained in the left main/proximal lad. A balloon was inserted over the second rotawire and inflated in the distal tip of the guide to trap the wire and the guide. Both the balloon and wires were successfully removed together. The procedure was completed with another of the same device. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the spring tip detached and was not returned. Microscopic inspection was performed and spring tip detachment was confirmed. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that it is within specification. Overall length is still within specification; however, the spring tip is missing. Outer diameter distal measurement could not be performed due to device condition (spring tip detached). No other issues were identified during the product analysis.

Event description:
It was reported that the wire tip detachment occurred. The target lesion was located in the moderately calcified mid left anterior descending artery (lad). A 330cm rotawire guidewire was selected for use. During the procedure, the rotawire was unsuccessful after several minutes of torquing and a second rotawire was requested. After removing the first rotawire and inserting the second rotawire, it was noticed that the distal tip of the first rotawire had been severed and remained in the left main/proximal lad. A balloon was inserted over the second rotawire and inflated in the distal tip of the guide to trap the wire and the guide, balloon and wires were successfully removed together. The procedure was completed with another of the same device. No patient complications were noted.